Event description:
Boston scientific received information that noise was observed on the rate/sense portion of this implantable defibrillation lead. Additionally, farfield oversensing was observed. A revision procedure was performed. The lead was successfully explanted. A new rv lead was implanted without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.